Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) was removed as it was 'so painful'. The icm was explanted. No further patient complications have been reported as a result of this event.